Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" data (past to present):. Therapeutic range: 2.5 to 3.5. For data obtained on (B)(6) 2010, pt obtained results as follows: initial=5.4, repeats=4.7, 4.2 (same finger used for 5.4 and 4.7 results, but different lot number of strips; 4.2 result was on different finger per tech support request). First drop of blood usually used, but when repeating uses 2nd drop. Some 'milking' done when trying to obtain a good blood drop. Physician has been adjusting coumadin dose every week for the past month. No bleeding or bruising.